Manufacturer narrative:
(D10): concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6). 310-02-41 - equinoxe, humeral head tall, 41mm (alpha): (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 315-35-00 - glnd kwire: (B)(6).

Event description:
Study: equinoxe shoulder study. Approximately 5 year(s), 3 month(s) and 21 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Also reported was failed tsa, increased pain with adls, aseptic glenoid and humeral loosening, breakage of components, migration of anchor or screw. Approximately 3.5 years earlier, the patient experienced shoulder pain the radiates from the neck down to the elbow. Shoulder hurts with activity. Has ddd (degenerative disc disease) of c-spine on radiographs. The patient was recommended a follow-up appointment via telemedicine visit to discuss revision procedure. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
1038671-2024-04085, 1038671-2024-04084 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-04085 and 1038671-2024-04084.